Event description:
Indication: other dermatomyositis, organ involvement unspecified; other local lupus erythematosus. Frequency: daily for 2 days every 4 weeks. Home health nurse, with pt, reported that the pump alarm (serial number and expiration date not provided) is going off stating upper and lower occlusion. Nurse stated no occlusions found. Nurse had to restart the pump and the downward occlusion alarm continues to sound. Pt has received 30/50 ml of the 5gm vial over the past 2 hours. Pt did not receive full dose on day 2 (5 gm/ 45 gm was received on day 2) pharmacy to replace pump. Pt to return device associated with event no adverse event(s] reported due to product issue. No further info. Reported to cvs/caremark by health professional.